Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt sudden shocking and symptoms returned. Patient experienced urinating. It was noted that their programmer had empty batteries, and they replaced the batteries. Patient later stated they were at 7 something and it was shocking them for a while. Patient stated they did not turn it up that high, and turned it down and shocking finally stopped. Patient was on p2 at 4.7v. No further complications were reported.